Event description:
On (B)(6) 2010, the following information was provided to cook endoscopy: during an esophagogastroduodenoscopy, the balloon leaked near the handle as they inflated the quantum ttc esophageal balloon dilator. This prevented balloon inflation. When they used another quantum ttc esophageal balloon dilator, they were able to complete the procedure. At this time, the information did not reasonably suggest that a reportable event had occurred. On (B)(4) 2010, the device was returned for evaluation. Upon evaluation, we confirmed the balloon material leaked from a split in the balloon material. Because balloon leakage from a split in the balloon material has been established as a reportable event, we are submitting this report. A section of the device did not remain inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small split in the balloon material near the proximal catheter to balloon joint. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small amount of water exits the balloon material at the location of the large split. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A split in th balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause a split in the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a split in the balloon material. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). Customer quality assurance will continue to monitor for complaint trends.